Event description:
It was reported that during a mini percutaneous nephrolithotomy procedure, where an ultraxx nephrostomy balloon was being used, the balloon deformed inside the patient's body upon inflation. As such, the sheath could not be advanced over the balloon (subject of report) as the size of the balloon was larger than the sheath. Therefore, a new same-like set was opened and used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(6). E1 - title: department operating room supervisor. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.